Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was drainage from the patient¿s implantable neurostimulator (ins) incision site on their lower left flank on (B)(6) 2016. The patient reported increased pain and tenderness to the area. The patient had a 4 mm opening to the incision site that was draining greenish-yellow fluid. The patient denied fever. Palpation to the ins was reported to be tender. Health care professional (hcp) cultured the wound and drainage and packed the wound. The patient was given po keflex at 500mg bid (twice a day) for 10 days. An explant was planned but had not been scheduled at this time. The patient was going to return on wednesday for a wound evaluation and a possible explant. It was reported that the patient was a smoker.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient reported the issue wound draining issue to them at their office visit the on the day the initial report was made ((B)(6) 2016). They stated that the wound and drainage cultures were found to be negative, and no device explant has been scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.